Event description:
During a carotid pta / stenting treatment procedure, stent deployment difficulties were encountered. The physician attempted to deploy the carotid monorail 8.0 - 29 mm stent, but the stent did not fully deploy. He found that the stent cells seemed to be broken. No patient injuries or complications were reported.